Event description:
Customer reports the flat plate image was black and it was beeping during a procedure. No additional details are known. No patient injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.